Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making extraperitoneal space, the balloon broke. The balloon looked white when it should have been t ransparent. The surgeon continued using the device. There was no patient injury.